Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the ccd camera and re-calibrated the system. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported, because of this malfunction.

Event description:
The ge oec 9900 fluoroscopy system displayed a communication failure error code.